Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer¿s blood glucose level was 244mg/dl at the time of the incident. The customer stated that the drive support cap was protruded/ loose/sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error (B)(4). The power management tool confirmed power error (B)(4) was triggered when the lithium backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly peeling end cap address label and slight corrosion in battery tube.